Event description:
It has been reported to philips that the device's c-arm was unable to rotate due to a defective button. There was no reported patient or user harm. The field service engineer went onsite and replaced the geometry joystick kit and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) troubleshot the system together with the customer and found that the c-arm was unable to rotate due to a defective angulation joystick knob. The rse ordered the kit joysticks geo imag elastomer. The system logs were also checked. The issue was solved by the customer who replaced the faulty angulation joystick knob themselves from the ordered kit. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue regarding the defective angulation joystick knob occurred when the system was not in clinical use. Based on the investigation results, philips concludes that the complaint is not reportable the codes were updated based on the investigation outcome. Device problem code was corrected.